Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that the buttons of the insulin pump stick some times and have to be double pressed. Customer's blood glucose level was unknown at the time of incident. Customer stated that the screen has rainbow effect and had some no delivery alarms. The insulin pump will not be returned for analysis.